Event description:
Information received from the field does not address the patient's clinical status but notes capture and sensing anomalies and that an x-ray revealed that the lead was fractured.~~~~~